Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files shows that the following alarm sequence is generated with each start-up: inspiration valve or device leaky, blower failure, temperature of blower high and alarm 240 -temperature of blower high. It is also visible in the logs that the inspirational valve tightness test failed and blower is not working. Due to too high temperature, t32 is defective, as a resolution the main electronics and the blower unit need to be replaced.

Event description:
The customer reported while using the bellavista 1000, the device displays technical failure 401- inspiration valve or device leaky and upon checking the device the inspiration valve was hot and there was a burning smell. At this time, there is no information regarding patient involvement.